Event description:
Customer reported a discrepancy between the displayed pump time and the actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy reoccurs. The customer understood and acknowledged the advice.